Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a decrease in sensing and impedance measurement was noted on this right ventricular (rv) lead. Based on xray examination, a micro dislodgement and a little movement on this implantable cardioverter defibrillator (ICD) were noted. The daily measurement was stable. The patient was scheduled for a short term follow up. No adverse patient effects were reported. The device and lead remains in service.